Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to australia scoresby caribbean park for analysis. Complaint is confirmed, the instrument is broken. This complaint consisted of a sri instrument with the product code: iau0265, batch enz020816. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: per the lot number recorded the instrument was first released in 2016. A total of (B)(4) instruments have been manufactured. The product was designed and developed according to the apac sri procedure (tv-sop-00911), and manufactured to specification with no deviations recorded. Device history review: lot number was first released in 2016. A total of (B)(4) instruments were manufactured. The product was designed and developed according to the apac sri procedure (tv-sop-00911), and manufactured to specification with no deviations recorded.

Event description:
It was reported that the black handle rasp broke at metal shaft while rasping femur, stuck in patients femur. Surgeon able to remove. Xrays taken intra op and no metal left in patients femur (we were already using x-rays during the thr anyway) delay in surgery 15 minutes. Continued surgery without issues.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.